Manufacturer narrative:
H10: additional information added is d9. H3, h6: the reported device was received for evaluation. A visual evaluation showed the devices were together in a bag. Each returned device is in original packaging with the batch number of the complaint on the labels. The color scheme of each device matches the print. The inner blade of each device has fractured inside the outer blade at the bend, and bio debris is present. A small piece of metal had fallen out into the single bag that all the devices were returned in. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences, or an application of inappropriate force or excessive side loading of the device. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H10: internal complaint reference number: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during an arthroscopy, the tip of the inner shaft of two(2) curved incisor plus platinum blades broke so the tip would not oscillate. The tips did not fall into the patient, they were contained in the shaver itself. Surgery was completed with a back-up device instead. There was a surgical delay of less than 30 minutes, and no further complications were reported.